Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 120x30. The customer states that occlusion balloons at proximal and distal ends broke and deflated during procedure. Customer exchanged device and completed the case with no additional issues.